Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the device could not be interrogated, no magnet response was noted and no output. The device was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed complaint from the field of no output and no telemetry, this may had resulted from code corruption. After resetting the battery the device resumed normal device characteristics and all values were normal.